Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 40 mg/dl. Customer stated that her blood glucose was high the night before and she gave herself a bolus and went to sleep. Customer stated that she woke up with low blood glucose and seizures. She stated that she starts screaming and her neighbor heard her and called the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.